Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
Pt was implanted with a curved syncage and click'x pedicle screws, locking caps and a curved rod at l4-l5 and l5-s1. Pt reportedly did well for 1-2 weeks postoperatively, then presented with back pain radiating to hip, lateral thigh, calf and foot indicating pain had increased in severity over the previous 3-4 days. X-rays revealed cage extrusion posteriorly resulting in l5-s1 radiculopathy. Pt was returned to the operating room for removal of the partially extruded left l4-l5 interbody fusion cage. Dural tear was noted upon removal of cage; no csf leak noted. Dural tear was repaired with suture and muscle. Reportedly, surgeon did not replace interspace device secondary to previous failures and pt noncompliance.